Event description:
It has been reported that the wireless footswitch was not working. No harm to the patient has been reported to philips. The device was outside of clinical use at the time of the reported event. A philips field service engineer (fse) inspected the system onsite and replaced the wireless footswitch which returned the device to good working order.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch was not working. Upon functional testing, fse confirmed that the actual cause was mechanical problem. The part analysis of wireless footswitch was performed and it determined that the bracket was loose. To resolve the issue fse replaced the wireless footswitch. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.